Event description:
Tubing came apart from the connection piece that attaches to the patient's IV. Drug was a reproductive risk drug (depacote) and leaked into the patient's bed and on their skin. Patient's skin was cleansed.